Event description:
A voluntary medwatch report was received on (B)(6) /2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5159183, mw5159184, mw5159185, mw5159186.